Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: one controller was not returned for evaluation. Three batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(6) revealed a revealed a broken spring that prohibited the connector to lock in the controller port securely. This is an additional finding not related to the reported event. A possible root cause for the observed damaged battery connector may be attributed to wear and/or the handling of the device. Log files revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Review of the event log file did not reveal any losses of power within the analyzed period. Review of the alarm log file did not reveal any critical battery alarms within the analyzed period. Analysis of the data log file revealed a premature power switching event that was due to a momentary disconnection between the controller and an additional battery. As a result, the reported premature power switching event was confirmed; however, the reported loss of power and critical battery alarms events were not confirmed. There is no evidence of lubrication servicing on (B)(6). The associated battery had been lubricated prior to release. While the products were not available for physical analysis, the most likely root cause of the reported power switching event can be attributed to a momentary disconnection due to temporary corrosion of the controller-port/power-source pins. Additional products: d4: serial #: (B)(6) d10: yes, return date: 11-aug-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6) d10: yes, return date: 11-aug-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6) d10: yes, return date: 11-aug-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 4307 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 21-dec-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 21-dec-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 20-dec-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that three batteries exhibited erroneous critical battery alarms and power switching when the battery capacity was above 50%. It was noted that the batteries switched power when the batteries still had 2 sometimes 3 bars left. The controller had an unexpected loss of power. The batteries were exchanged and the controller remains in use. No patient complications have been reported as a result of this event.